Event description:
The report received from the affiliate states that the physician experienced difficulty removing the powerflex pro balloon through the 6fr sheath. The age and gender of the patient is unknown. A retrograde puncture of the left femoral artery with the insertion of a 6fr sheath and a .035'' terumo wire was performed. A powerflex pro 9x40mm balloon has was used to dilate the stenosis. After deflation the powerflex balloon could only be removed through the sheath with difficulties. After this the balloon could not be advanced through the sheath again. The surgeon took a new powerflex balloon but after dilation the same issues occurred again. (This happens with all 3 products within the same procedure) there were no anomalies or damages noted during the preparation of the device. There were also no difficulties advancing the balloon through the sheath initially. The balloon could be inflated and deflated without any problems. A 6f terumo sheath was used during the whole procedure. There was no harm for the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of three products with the same catalog and lot number used in the same procedure involved with the same event which is associated with mfg. Report #9616099-2012-00630, 00631, and 00632.

Manufacturer narrative:
The report received from the affiliate states that the physician experienced difficulty removing the power flex pro balloon through the 6fr sheath. The age and gender of the patient is unknown. A retrograde puncture of the left femoral artery with the insertion of a 6fr sheath and a .035'' terumo wire was performed. A power flex pro 9x40mm balloon has was used to dilate the stenosis. After deflation the power flex balloon could only be removed through the sheath with difficulties. After this the balloon could not be advanced through the sheath again. The surgeon took a new power flex balloon but after dilation the same issues occurred again. (This happens with all 3 products within the same procedure). There were no anomalies or damages noted during the preparation of the device. There were also no difficulties advancing the balloon through the sheath initially. The balloon could be inflated and deflated without any problems. A 6f terumo sheath was used during the whole procedure. There was no harm for the patient. One non sterile catheter powerflex pro 9.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the balloon. The balloon appears as if it was inflated and deflated. The balloon not present damaged. No other anomalies were observed in the returned device. A dimensional analysis for pf pro od proximal seal could be performed using the vernier as go - no go at 2.0mm, proximal seal od was found within of specification. The balloon was not found damaged, in addition the balloon was inflated and no damage was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported 'pta system withdrawal difficulty-through guide/sheath' was not confirmed due to pta/csi insertion test passed using the returned csi and dimensional analysis was according to specification. Controls are in place to prevent defective devices from leaving the facility since pf pro od's proximal seal is verified 100% after the proximal seal process. Neither the analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Please note that this medwatch report represents one of three products with the same catalog and lot number used in the same procedure involved with the same event which is associated with mfg. Report #9616099-2012-00630, 9616099-2012-00631, and 9616099-2012-00632.